Event description:
Boston scientific crm received information that during the implant procedure, as this lead was advanced, the lead became stuck when crossing the tricuspid valve. Several attempts to free the lead were unsuccessful. The lead could be advanced further into the ventricle, but could not be withdrawn. The lead would return to the stuck position at the medial aspect of the tricuspid valve. The lead was surgically abandoned and replaced with an active fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced successfully. Should additional information become available, this event will be updated.